Event description:
It was reported that the user inserted a new freestyle libre 3+ sensor and attempted to start the cgm from the ilet device, which displayed ¿connect cgm or enter bg ¿ dosing will stop in 3 minutes,¿ after which the user was instructed to start the sensor through the ilet mobile app and to enter a fingerstick bg of 223 mg/dl; the cgm warmup was successfully initiated and later confirmed connected, with no device component implicated. Symptoms included hyperglycemia. Outcomes included insufficient information regarding impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a usage problem with improper procedure, with no device problem found and no applicable component term. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.